Event description:
It was reported that the plunger fell out of the ultrasafe x100l png clear nvs stein syringe before use after opening up the packaging, exposing the "feather". The following information was provided by the initial reporter: "when the patient opend the primary packaging, the plastic around the syringe fell off and therefore the feather was exposed."

Manufacturer narrative:
H.6. Investigation: neither photo nor sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k011369. PMA / 510(k)#: k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger fell out of the ultrasafe x100l png clear nvs stein syringe before use after opening up the packaging, exposing the "feather". The following information was provided by the initial reporter: "when the patient opened the primary packaging, the plastic around the syringe fell off and therefore the feather was exposed."